Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 2 infusion sets adhesive on (B)(6) 2024. The infusion set fell off during use. The patient confirmed the infusion set were in useapproximately 36-48 hours of events and fell off when while doing physical activity/sweating, swimming, or bathing. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12899 - device 2 of 2.